Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The patient does have electrodes and monitoring equipment connected. The consultant discussed the minute ventilator (mv) sensor may be picking up the outside signal. Magnet use was recommended and the caller a magnet will be used. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient was having surgery and a faster pacing rate of 120 ppm was periodically observed. The device was programmed to dddr mode at a rate of 60 ppm. No adverse patient effects were reported.